Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir was not locking into the insulin pump. The mother stated the reservoir would fall out of the insulin pump with time. The mother stated the issue has persisted over the last two weeks. The mother also reported the customer experienced high blood glucose around 500 mg/dl. Troubleshooting did not find any issues with the insulin pump. The mother declined to return the insulin pump for analysis.